Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d5: operator of device g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) for evaluation. A visual evaluation was performed, the reported implants packaging matched the report. The implants outer vials tamper seals were not broken. The outer vials green cap(s) were fractured. The coob is confirmed. Device history record (DHR) review was completed for the subject lot number 1265723. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265723 for similar events and 4 other relevant complaint(s) were identified. Review completed utilizing keywords: dental : packaging : damaged. The customer did submit images for the reported event. The images showed the implant outer vials green cap was cracked. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non conformance and health hazard evaluation have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, a packaging malfunction did occur. The implants cap was cracked while the caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products cm3113 x2, eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 13mm length lot 1259353. Tsvb8 x4, impl tapered scr-v sbm 3. 7mm 3.5mm 8mm lot 1265723. Tsvb10 x2, impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot 1259281. Tsv4b11 x3, imp,tsv,4.1mm,sbm,11.5 lot 1260101, 1262306. Tsv4b13, imp,tsv,4.1mm,sbm,13 lot 1260099. Tsvtb8 x2, imp,tsv,3.7,8,mtx,mg lot 1260805. Tsvtb11, imp,tsv,3.7,11.5,mtx,mg lot 1260559. Tsvtb13 x2, imp,tsv,3.7,13,mtx,mg lot 1260407. Tsvt4b10 x2, imp,tsv,4.1,10,mtx,mg lot 1259816. Tmmb13 x6, imp tm 3.7mm mtx,13mm lot 1259841. Tsx31b8 x4, tsx implant, 3.1mmd, 8mml lot 1259848. Tsx37b10 x3 tsx implant, 3.7mmd, 10mml lot 1275509. G4: premarket identification k011028/k013227.

Event description:
Distributor reported that in the last order they received there are some implants with a cracked cap. No patient impact.